Event description:
It was reported that the patient's blood glucose level rose to 35.2 mmol/l (634 mg/dl) while wearing the pod between 5 and 24 hours. Upon removal of the pod from the infusion site (leg), the pod's cannula was observed to be bent. The patient reported experiencing thirst, frequent urination, dizziness, feeling unwell, and site reactions including pain, swelling, bruising, and redness. As treatment, manual insulin injections were administered, and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.